Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become .h3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.